Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection was performed with the naked eye noted the twist clamp was separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The insert chip was not present on the female connector however, there was evidence that one was previously present. There was evidence of solvent inside the barrel of the light blue main body component. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) and the main body (light blue) of the twist clamp separated on a minicap extended life pd transfer set. This was identified during use for peritoneal dialysis therapy while the patient was unscrewing the ultrabag at the clinic. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
There is a suspected lot # h20e13107. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.